Event description:
A customer reported that during three cases, a system message was displayed more than once during each surgery. The equipment was rebooted with a delay of over 15 minutes for each procedure. All procedures were completed with the same equipment and no harm to any patient was reported. No patient identifiers were provided.

Manufacturer narrative:
The company representative examined the system and replaced the lamp. Preventative maintenance was performed. The system was then tested and met product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).